Manufacturer narrative:
A patient's ipg pocket incision site was not closing or healing properly was reported to abbott. As a result, the ipg explanted and wound washed out. The lead was left intact. Cultures were taken and came back negative for infection. The patient was prescribed two additional rounds of antibiotics. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg pocket incision site was not closing or healing properly. Surgical intervention was undertaken wherein the ipg explanted and wound washed out. Lead left intact. Cultures were taken and came back negative for infection. Patient was prescribed 2 additional rounds of antibiotics.

Manufacturer narrative:
Section b3: date of event is estimated.